Event description:
P waves 0.3mv and sensitivity 0.15mv. Measurement consistent with historical values. Potential for atrial under sensing. Right ventricle unipolar lead impedance warning on (B)(6) 2023.chronic low trends. Measurement consistent with historical values. Atrial unipolar lead impedance warning on (B)(6) 2023. 2 nsvt; most recent on (B)(6) 2024. Device appears to be undersensing on ventricular lead. Device appears to be undersensing on atrial lead. 3 atrial tachycardia/ atrial fibrillation; most recent on (B)(6) 2024. Device appears to be undersensing on atrial lead. At device classified termination of events, arrhythmia appears to continue due to possible atrial under sensing on an episode. Device appears to be occasionally undersensing on atrial lead during atrial tachycardia/ atrial fibrillation event(s). Atrial undersensing during atrial tachycardia/ atrial fibrillation detected event(s) does not appear to impact the device function or performance. Possible atrial under sensed beat on current electrograms. Device appears to be intermittently undersensing on atrial lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5154773.